Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a right eye (od) phaco-emulsification / intraocular lens implant / pars plana vitrectomy with a diabetic peel procedure, after the cataract was removed, when he used the vitrectomy probe, it failed to cut. After several attempts to test the first cutter, it yielded no results. A second complete pack was then opened, primed, and passed successfully, but a similar problem was experienced with the vitrectomy probe. A third pack was opened, and the same problem occurred. The time was 40 minutes. The surgeon had to abandon the procedure as there no additional equipment to complete the procedure. The patient's procedure was completed successfully seven days later.

Manufacturer narrative:
Three opened probes were received. Opened sample #1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. Sample #1 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple wear marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Opened sample #2 was visually inspected and found to be non-conforming with white foreign material on the probe needle and in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. Sample #2 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Opened sample #3 was visually inspected and found to be non-conforming with black foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. Sample #3 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The returned unopened sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. The unopened sample was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Photos of the product, pak, and console are attached to the parent file and were reviewed by the manufacturing site. Functionality of the probe cannot be determined from the product photos provided. The product and lot information seen on the pak labels match what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that one of the four returned probes (opened sample #1) had a cut failure. The evaluation indicated that all four returned probes had actuation failures. The cut functionality of opened samples 2 & 3, as well as the unopened sample, were conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact root cause of the cut and actuation failures cannot be determined from the evaluation performed. No specific action with regard the reported cut failure was taken by the manufacturing site because the exact root cause for the cut failure of opened sample #1 cannot be determined from this evaluation. An internal investigation has been initiated in order to investigate the actuation failures, specifically the actuation failure in the unopened sample returned. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).